Event description:
(B)(6) healthcare safety devices weighted safety scalpel #3 disposable safety handle with #15 blade reference number 2215-n lot number 1394. Safety handle not locked into place in packaging leaving exposed scalpel blades that punctured sterile packaging. Exposed blades have potential for user injury and have compromised scalpel sterility. Most scalpels in box had this defect and reoccurred in several other boxes of the same lot number.